Manufacturer narrative:
This event was previously reported to the FDA on a summary report and is now being submitted on a 3500 a per FDA request. Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual evaluation of the reload noted that the cartridge was disengaged from the channel. Inspection of the retaining tabs showed that they were deformed. The pattern shows that the cartridge was properly assembled and disengaged during use. Due to the noted condition, no functional testing was performed on the reload. Replication of the reported condition can occur with: application over tissue that is beyond the recommended thickness range. Application with an obstacle incorporated in the jaws. The root cause was identified as improper use. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.

Event description:
Customer states: at the construction of gastric tube, the surgeon clamped the tissue and squeezed the handle. However, the tissue was moving away from the jaws, then the surgeon stopped firing. The purple cartridge was detached and moved toward tip of the reload. The black return knob was pulled, the device was not fired at all. Replaced by another reload ,the firing was successful. Procedure: esophagectomy/gastric tube UDI number is not available. The event occurred in use for patient. The procedure was completed with another device. The surgical time was not extended. The status of the patient: no problem. Additional tissue resection is not required. There was no tissue damage. The incision site was not extended. Nothing fell into the patient's cavity. The product did not lock on tissue and was removed from the tissue without damaging it. No bleeding occurred. The patient gender is not available. The patient age is not available. The patient weight is not available. The device was not reprocessed/re-sterilized prior to use.